Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during drain 1. The hp stated she had disconnected to use the restroom and then reconnected. The technical service representative (tsr) explained se 2240 indicates a large amount of air has entered setup and instructed the hp to cycle power to clear the alarm. The hp confirmed to restart with new supplies and to notify the peritoneal dialysis nurse of this incident. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240. The report was not confirmed due to a lack of sample. Based on the information obtained from baxter?s investigation, the root cause was due to the patient not properly disconnecting the patient line from the transfer set during therapy. The batch review was not performed because the lot number was unknown. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
It was reported by the customer that post implant a laparoscopic gastric band procedure, they opted to have the band removed and have a gastric sleeve procedure due to weight gain of 46 pounds. During the fills, the surgeon performed an x-ray and attempted to add fluid ; her band would not accept the fluid through the port or allow him to remove any fluid. The patient has had four fills since implant. Patient is doing well since explant, but did not want to discuss issue any further during follow up call.